Manufacturer narrative:
Medwatch report 101545-2018-0013 was received from vitas healthcare stating: while a patient was using his oxygen he lit a cigarette and "blew up his oxygen." Invacare has not been able to inspect the device in person, but the dealer relates since there are no signs or indications of any melting, or burning on the concentrator, tubing, or cannula, he does not believe the concentrator malfunctioned in any way. The patient was advised not to smoke in the home near the concentrator by his caregivers. The user¿s manual #1193323-a-03 page 9 states: do not smoke while using this device. Do not use near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. The most likely cause of the injury is ignition of a flammable gas (oxygen) due to smoking. Should invacare receive more information the complaint will be revisited.

Event description:
The patient lit a cigarette and "blew up his oxygen". The patient was taken to a local hospital and had sustained 2nd degree burns to his face, smoke inhalation, and exacerbation of copd. On (B)(6) 2018, the consumer was then transferred to a tertiary hospital where medical records indicate acute respiratory insufficiency and partial thickness burns of the right cheek left cheek, nose, and lip. On (B)(6) 2018 he was admitted to a hospice inpatient unit at the hospital where he was reported to have died on (B)(6).